Manufacturer narrative:
Product analysis: the device was returned with blood visible in the balloon and the inflation lumen. The distal tip was slightly flared. The distal shaft was kinked and twisted from 3cm to 4cm distal to the guidewire entry port. There were numerous kinks along the stiffening wire. A leak was detected on the distal shaft between 3-4 cm distal to the guidewire entry port. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate further balloon inflation and inspection. On removal from the waterbath a 0.014¿ mandrel was loaded into the device through the distal tip. The damage evident to the shaft material at the leak site indicates that the proximal end of the guidewire may have punctured the inner and outer shafts as the wire was loaded proximally in the lumen. (B)(4).

Event description:
The physician intended to use an nc euphora balloon. This was the first device used in the procedure. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped per IFU. Negative prep/purging performed on the device prior to use, no issues noted. The target lesion in the mid lad had mild to moderate calcification, 80% stenosis and no tortuosity. No resistance noted while advancing the device to the lesion. It was reported that the balloon burst when inflated to nominal pressure. 12atm was applied prior to the balloon burst. Procedure was completed with using another nc euphora balloon of the same size. No patient injury reported.